Event description:
New information received notes that the right ventricular (rv) lead exhibited noise oversensing, resulting in pacing inhibition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow-up. Upon interrogation, the right ventricular (rv) lead exhibited noise. The rv lead was explanted and replaced on (B)(6) 2026. The patient was in stable condition.